Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that three months ago the stimulator was working fine and then she felt a big shock and the stimulator stopped working. The patient checked with the programmer at the time and saw a doctor symbol on the screen. Troubleshooting had the patient attempt to connect and the patient was getting the poor communication screen. When the patient tried connecting without the antenna she was able to connect and an end of service message was seen. The patient noted this was different then the message she saw before. The patient was directed to follow-up with a healthcare provider about the end of service message.